Event description:
It was reported that the inlet tube tip was deformed in white as if melted just after opening the package. The damage was found visually and the drain bag was not used. Per follow up via ibc on 20dec2021, the edge of the sample port had been discolored white and neither bend nor break was observed in the tip of the inlet tube.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), sample port connector with drainage bag attached. Visual inspection of the sample noted the tip of the sample port connector appeared to be deformed. There were cracks present at the tip of the sample port connector. Verified sample port code 08. A potential root cause for this failure could be damaged components received from supplier. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (urine collection) product ifus were found to be adequate based on past reviews. The actual/suspected device was inspected.